Event description:
Upon investigation (B) (6) 2009, MFR's domestic eval unit found melted/burned electrical contacts of this inform meter returned by customer. Replacement was sent, device returned. No adverse event reported.